Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 2.00mm x 15mm balloon catheter was returned for analysis. A visual and tactile inspection identified no issues were noted with the shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 15mm longitudinal tear across the main body of the balloon. Tip showed no signs of tip damage. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post-procedure.